Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the patient stated they had an MRI yesterday and they turned off their stimulation. The patient stated when the stimulation was turned back on their settings were not the same as they were and they have tingling in their legs if they are on a certain setting. The patient inquired what their programming settings were prior to the MRI scan. The patient was redirected to their healthcare provider to further discuss the issue/programming.

Event description:
Additional information was received from the patient (pt). Pt called back about previously documented information. Pt mentioned that "none of the number for my different sessions (group a, b, c), all of my numbers are gone". Pt mentioned they're able to talk to a rep about a week ago; pt has an appointment on the 26th and a rep will be there. Agent reviewed rep role to pt. Pt then asked for a hard copy of the manual be sent. Agent sent request for a hard copy of the manual. Additional information was received from the patient (pt). Pt stated the same issues as previously documented. Pt confirmed that group a had no programs, but groups b and c each have one program. Agent instructed pt to use group b and c for the meantime. Agent redirected pt to their healthcare provider for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.